Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose and diabetic ketoacidosis. The customer's blood glucose level was were 393 mg/dl and 347 mg/dl. The customer was treated with insulin pump per interaction. The insulin pump will not be returned for analysis.